Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual and microscopic inspection, it was observed that the subject guidewire was returned and was seen to be kinked at 162cm from the proximal end. It was seen to be broken along the nitinol tubing with the platinum wire stretched at 183.9cm and there was an additional break 9.3cm from the first break. The core wire distal end was observed through the distal tip dome. The core wire was hydrated, and no anomalies noted. Functional testing could not be performed due to damage to subject guidewire. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported ¿guidewire does not have smooth movement¿ could not be duplicated; however, the analysis results are consistent with the reported event. The reported ¿guidewire distal tip stretched¿ was confirmed during analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, there was no anomalies noted to the device during initial inspection and preparation, the device was prepared for use as per the directions for use, continuous flush was set up and maintained throughout the clinical procedure, the patient¿s anatomy was severely tortuous. It is possible the stretch/break contributed to the defect of loosing movement. It is also probable the subject guidewire was kinked due to the patient¿s anatomy. Functional testing could not be carried out due to the condition of the returned device. During visual inspection the subject guidewire was seen to be kinked 162cm from the proximal end and the nitinol tubing was fractured in two locations, starting at 183.9cm from the proximal end and there was an additional break 9.3cm from the first break. An assignable cause of procedural factors will be assigned to the as reported ¿guidewire does not have smooth movement¿ and ¿guidewire distal tip stretched¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. As it is possible the break contributed to the event. An assignable cause of procedural factors will be assigned to the as analyzed ¿guidewire distal tip stretched, ¿guidewire kinked/bent¿ and ¿guidewire distal tip broken/fractured during use¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during a middle cerebral artery (mca) occlusion case, subject guidewire had difficulty navigating to the target lesion. On withdrawal, operator found the subject guidewire stretched. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully with another device. The subject guidewire was returned for analysis and the device investigation revealed that the subject guidewire was found to be broken/fractured during use.